Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that in the select patient screen, the rep was trying to merge a CT and a MRI and when he hit "start merge" on the screen where you select your exams, the software exited to the fusion ent splashscreen. Attempted to run the install for the demo license, and when he went to start the merge again, the system flashed the merge screen briefly before exiting the software again. It was later reported that the surgeon completed the case with no issue using only a CT exam. There was no impact to patient outcome.

Manufacturer narrative:
Additional information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the system functioned as intended and it was determined that the wrong demo code was being used.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that this happened on two separate occurrences. No patient was present at this time. It was outside of procedure. It was confirmed that the clinical specialist was just setting the navigation system up with a CT scan for the case that day. The case went on as scheduled after the clinical specialist had already left.